Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridge revealed that the first reload was fully fired. The first reload anvil was bowed. The anvil clamping mechanism was deformed. The knife-bar assembly was buckled. Staple pushers were flush with the first reloads cartridge. Visual inspection of the second reload was pre-fired and engaged in interlock. The jaws of the second reload were open. There were staples protruding from proximal staple cartridge channel on the second reload. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery for prostate cancer, when trying to fire, the stapling was not performed after clamping. There was an excessive force indicator on the screen. The cartridge was removed once, then another reload was attached, and noted the display shown stapling was being recognized on the screen, but the stapling was unable to be performed. The screen showed excessive force indicator. Another device was used to complete the case. There was no patient injury.